Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's target urinary symptoms returned and that the patient was peeing way too much. It was noted patient fell a couple times about three weeks ago and that the patient fell on their face and broke three toes. The implanted system had not been assessed since the falls. No further complications were reported.